Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The customer reported that a piece of the insulin pump that has broken off and its the point where you screw in the reservoir the lip of the reservoir has come off and the reservoir comes off easily. Customer states the reservoir can easily slide out now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip, missing reservoir tube o ring and cracked case at the display window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.